Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the tip of the waveguide was broken off and fractured. The broken piece was returned. Functionally, the assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated during testing. It was reported that the device broke during application. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, the device broke after one hour and ten minutes of use. It has not come into contact with any metal surface. There was nothing fully disengaged from the device. They used another like device and it worked fine. There was no patient injury. The initial visual inspection of the disposable device revealed that the tip of the waveguide was broken off and fractured. The broken piece was returned.